Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the stimulation issue was determined to be due to the patient turning down their intensities quite low. The rep spoke with the patient and provided the correct settings from our last patient meeting. The rep talked the patient through turning the stimulation back up to the settings that were helpful. The issue was resolved.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were away from home for the first time in a long time for a week. Patient stated they recharged their stimulator in their back on monday and the stimulator and controller were both at 100% monday afternoon. Patient stated the controller and implant are both at 90% and only went down 10% which is not normal. Patient said they had been doing a lot of walking and they were not feeling any shocking sensation like they normally do, especially when they get up and down out of a chair. Patient also said at night, usually when they lay down after doing a bunch of exercise, the stimulation would stimulate for a while and then stop, but it hadn't done that the last two nights. Agent asked, patient said they would say the issue started about 2 days ago. Patient confirmed stimulation was on, in group b with a green highlighted box. Patient pressed white button on top of the controller to confirm stimulation was on by pressing stimulation on button. Patient had 4 programs in group b which is what they use most of the time. Program 1 was at 1.1. Program 2 was at the same intensity level as program 1. Patient mentioned they met with their representative in april and the representative had put group c as a higher intensity. Agent guided the patient to try using other groups. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.